Event description:
This device was returned with oos documentation from biotronik representative lorri almonte. Per oos, this lead had total loss of capture. The lead was repositioned; there was tissue in the helix when the lead was removed. This lead was replaced with a selox jt 53.